Event description:
The customer reported that the system was intermittently putting wrong images on wrong pts. The system was mixing pt data. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was replaced. The system was then found to be operating as intended.